Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 2523190-2019-00122 and 2523190-2019-00123.

Event description:
3 of 3 reports. A customer reported that on 24sep2019, there was smoke on the cev669b handle dia 5mm ang bipolar located at the plug connection. There was patient contact, however no patient injury reported, and the event did not lead to an increase in the surgical time. Bipolar forceps were sterilized and assembled following the hospital¿s process.

Manufacturer narrative:
The device was returned for evaluation. The device history record for lot no. 201105mf2 reviewed and no anomalies that could be associated with the complaint were observed. The evaluation verified the complaint as valid. The device does not pass the electrical test. The plastic part is burnt between the connectors. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument despite of the recommendations of instructions for use.

Event description:
N/a.